Event description:
It was reported that during a surgical procedure at the user facility a loss of suction occurred, causing a leak at the wound site. No medical intervention, no adverse consequences and no delay were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility a loss of suction occurred, causing a leak at the wound site. No medical intervention, no adverse consequences and no delay were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
The unit was not available to stryker puerto rico (spr) for evaluation. Therefore, the reported condition cannot be confirmed.